Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later a surgical procedure was performed in which the cylinder and pump were replaced. Upon explant, a crack was found in the left cylinder connecting tube; however, the cause of the hole was not detailed by the facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually and microscopically inspected and underwent leak and pressure testing. Visual and microscopic inspection found no damage and the cylinder passed leak and pressure testing. The pump was visually and microscopically inspected and underwent leak and functional testing. Visual analysis of the area of the kink resistant tubing below the straight connectors found a hole. The pump was functionally tested, and it did not pass the activation tests 2 and 3. Product analysis was able to confirm the reported clinical observation of a tubing hole; additionally, the pump not passing the activation tests could impact device function and lead to the reported mechanical issues.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later a surgical procedure was performed in which the cylinder and pump were replaced. Upon explant, a crack was found in the left cylinder connecting tube; however, the cause of the hole was not detailed by the facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually and microscopically inspected and underwent leak and pressure testing. Visual and microscopic inspection found no damage and the cylinder passed leak and pressure testing. The pump was visually and microscopically inspected and underwent leak and functional testing. The pump passed all testing. Visual analysis of the area of the kink resistant tubing below the straight connectors found a hole. Product analysis was able to confirm the reported clinical observation as the tubing leak could impact device function.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later a surgical procedure was performed in which the cylinder and pump were replaced. Upon explant, a crack was found in the left cylinder connecting tube; however, the cause of the hole was not detailed by the facility. There were no patient complications reported.